Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1st august 2024, it was reported by an arthrex employee via email that for an ar-4501, meniscal cinch ii, the first implant was pulling out. This was detected during use in a meniscus repair procedure on (B)(6) 2024. The procedure was completed successfully as a new ar-4501 was used. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Upon visual inspection, it was noted that no sutures or implants were returned with the device. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; and prying/leveraging the device during insertion. Per dfu-0156-eo rev 0 precautions - 6. Excessive movement of the device between deploying implant #1 and implant #2 can disrupt the deployment mechanism.